Event description:
The physician attempted arteriotomy closure with a prostar xl 8fr device. When deploying the device, the needles stalled in the barrel. The needles were backed down and the device was redeployed however both needles missed the barrel and presented in the subcutaneous tissue. The physician, who is a vascular surgeon, performed a cut down in the cath lab and removed the device. Surgery was successful and the pt recovered without further incident.